Manufacturer narrative:
The lot number of the reported device was not provided therefore it is not possible to complete a DHR/lhr review. Controls are in place in creganna medical to ensure all released zurpaz product shipping to the distribution centre is reviewed for any evidence of damage. As the lot number was not provided, it is not possible to complete a similar trend review. We will continue to monitor for these complaint types. A ship history could not be completed as no lot number was provided. From the information available, there is no evidence to indicate that the device was not used per the directions for use/product label. The device was not returned to the manufacturing site therefore a technical analysis could not be completed. The most probable root cause classification code assigned to this complaint is 'anticipated procedural complication', where the root cause does not relate to the device and the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling. Based on a review of the risk documentation and the complaint investigation, no updates to the risk documentation for the zurpaz sheath is required. There is no indication of a potential processing, use or design failure associated with this complaint. The zurpaz device instructions for use was reviewed as part of this investigation. Effusion (pericardial) and cardiac tamponade are listed as known potential adverse events that may occur during the clinical procedure during use of this device. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types. Not returned to manufacturer.

Event description:
Complaint description received: 'during transseptal puncture patient is unstable. Effusion was seen with tamponade. Patient was sent to or for repair. Repair successful and patient was sent to ICU.'

Manufacturer narrative:
Investigation is still in progress. A follow-up MDR report will be submitted with the investigation findings. Not returned to manufacturer.

Event description:
Complaint description received: 'during transseptal puncture patient is unstable. Effusion was seen with tamponade. Patient was sent to or for repair. Repair successful and patient was sent to ICU.'

Manufacturer narrative:
Note: the reason for this MDR update is to add ship history information received by creganna medical on 28-apr-2017 as follows: a lot number for the device reported in this complaint was not provided. A ship history review was completed by the distributor in order to find most probable lots involved in the reported event. After performing this ship history, the following 3 lots were identified: 247272, 300485 & 345758. A review of the manufacturing documentation for lot# 247272, 300485 & 345758 and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub-assembly routers did not highlight any anomalies. As of 03-may-2017 when the review was completed, there was no other complaint associated with lot number 247272, 300485 & 345758 for the as reported failure patient - pericardial effusion. (B)(4) units from the lot# 247272 were shipped to (B)(4) european distribution centre on 29 oct 2014, (B)(4) units from the lot# 300485 were shipped to (B)(4) european distribution centre, on 20 oct 2015 and (B)(4) units from the lot# 345758 were shipped to (B)(4) european distribution centre on 24 aug 2016. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. The device was not returned to the manufacturing site therefore a technical analysis could not be completed. The most probable root cause classification code assigned to this complaint is 'anticipated procedural complication', where the root cause does not relate to the device and the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling. Based on a review of the fmeas and based on this complaint investigation, no updates are required to the risk documentation for the zurpaz sheath. There is no indication of a potential processing, use or design failure associated with this complaint. The zurpaz device instructions for use was reviewed as part of this investigation. Effusion (pericardial) and cardiac tamponade are listed as known potential adverse events that may occur during the clinical procedure during use of this device. Based on the above conclusion, no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Device not returned to manufacturer.

Event description:
Complaint description received: 'during transseptal puncture patient is unstable. Effusion was seen with tamponade. Patient was sent to or for repair. Repair successful and patient was sent to ICU.'